Manufacturer narrative:
The field service representative inspected the alinity c processing module, performed multiple troubleshooting procedures, and observed the both the sample and r1 probes appeared to be dirty. The field service representative replaced the alnty c-series sample probe, and the issue was resolved. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty c-series sample p or the alinity c processing module did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for one patient. (Customer provided sodium normal range = 136-145 mmol/l). (B)(6) 2024 sid: (B)(6) initial sodium result = 156 mmol/l. (B)(6) 2024 new sample with sid: (B)(6) ran on I-stat = 139 mmol/l (matching patient history), ran on the same alinity c with result = 166 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for one patient. (Customer provided sodium normal range = 136-145 mmol/l). (B)(6) 2024, sid: (B)(6), initial sodium result = 156 mmol/l. (B)(6) 2024, new sample with sid: (B)(6) ran on I-stat = 139 mmol/l (matching patient history), ran on the same alinity c with result = 166 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.